Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter is a non-healthcare professional. (B)(4).

Event description:
The patient was revised to address failed left total hip replacement with adverse reaction to metal. Operative findings include a large amount of acellular debris and large black corrosion debris at the trunnion. A large fluid specimen of unknown quantity was aspirated prior to opening the capsule. It was cloudy and white and sent to the lab for testing. There was a large amount of tannish white debris in the joint. The fluid around the debris was clear. There was some bone loss but no significant osteolysis. Doi: (B)(6) 2006 - dor: (B)(6) 2014 (left hip).